Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). There were no problems found during an internal inspection. There was no evidence present consistent with the reported issue of burning smell. The assignable cause for burning smell was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the burning smell. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a burning smell on the homechoice device prior to use. The technical service representative (tsr) advised the hp to unplug the machine. A swap was initiated. The hp confirmed to program the new machine. The tsr reviewed use of capd until the new machine arrives. No patient injury or medical intervention was reported.